Event description:
On (B)(6) 2016, a 21mm trifecta valve was implanted. About 2 years following implant, the patient presented with aortic regurgitation and cardiac decompensation. On (B)(6) 2019, the device was explanted. Upon explant, a leaflet tear was observed on the stent post between the lcc and the ncc. The tear was extended 10mm toward the lcc nadir. The device was replaced with a 21mm edwards lifesciences device. The patient was stable throughout the procedure and postoperatively. It was noted that the physician may have touched the leaflet during the implant procedure due to the valve design.

Event description:
On (B)(6) 2016, a 21mm trifecta gt valve was implanted. About 2 years following implant, the patient presented with aortic regurgitation and cardiac decompensation. On (B)(6) 2019, the device was explanted. Upon explant, a leaflet tear was observed on the stent post between the lcc and the ncc. The tear was extended 10mm toward the lcc nadir. The device was replaced with a 21mm edwards lifesciences device. The patient was stable throughout and postoperatively. The physician may have touched the leaflet during the implant procedure due to the valve design.

Manufacturer narrative:
Correction: date of explant. The reported leaflet tear was confirmed. All three leaflets contained tears. There was mild loss of collagen at the tear site in leaflet 2. No acute inflammation or significant calcifications were present. X-ray inspection of the returned valve demonstrated deformation of stent posts 2 and 3, which appeared bent outward. As this was an explanted valve it is not possible to confirm when the observed deformation occurred, or if the stent deformations contributed to the severity of the leaflet damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This review was inclusive of the final inspection videos. The manufacturing inspections and the functional testing demonstrated that at the time the valve was manufactured the valve had normal leaflet coaptation and function without evidence of stent deformation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation demonstrated mild loss of collagen at one of the tear sites, which could have contributed to the tear. There was also evidence of two outwardly bent stent posts in association with the torn leaflets. An outward bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. It is unknown whether the stent deformation occurred before or after the valve explant. The cause of the torn leaflets cannot be conclusively determined.